Event description:
Sorin group (B)(4) received a report that a double mast roller pump displayed an error message and the pump stopped. The incident occurred during set-up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a double mast roller pump displayed an error message and the pump stopped. The incident occurred during set-up. There was no pt involvement. After discussion with service, the decision was made to replace the module, which resolved the problem and the pump worked according to specification. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.